Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found ou of specification with respect to the system error 322, which was reproduced. The messages were found to be caused by a failed lower auxiliary assembly. The failed lower auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 322. Any patient involvement , injury or medical intervention is unk.